Event description:
It was observed that during the device evaluation, the broncho videoscope had burn marks on the distal end cover, image noise occurred and the connecting tube had coating peeling by 1 millimeter squared or more. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the distal end burn could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: presumed to be caused by using a high-frequency device without maintaining a sufficient distance from the tip. Based on the results of the investigation and historical data, reasonably known information suggests probable causes for the image noise and coating peeling such as damage or deterioration of parts due to wear and tear and electrical problems such as open circuit, short circuit, or signal loss, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.